Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00732. Additional patient and initial reporter information has been requested; however, a response has not yet been received. The device is not expected to be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a patient implanted with a drug pump experienced withdrawal symptoms and was taken to the hospital as a result of a suspected proximal pump catheter (602914/unk lot) dislocation. The catheter was exchanged and an x-ray was performed. The patient was reported to be fine and discharged from the hospital on (B)(6) 2018. Note: additional event information has been requested; however, a response has not yet been received.

Manufacturer narrative:
Product complaint#: (B)(4). This follow-up MDR will be the only report submitted. This MDR is being submitted to capture additional information received on september 10, 2018: the catheter has been disconnected from the connection. The patient suffered nausea and pain withdrawal symptoms and was treated with oral medication. Morphine was being administered through the pump at a flow rate of 1.4mg/24hr to treat chronic pain syndrome. The pump was replaced due to hardware error 08 against a tricumed 15. It was reported that the catheter was not replaced, only that it was reconnected after the patient received a new tricumed pump. The patient is currently not experiencing any further issues. No procedural delay was experienced.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR initial report. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.